Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and transvenous right ventricular (rv) lead were exhibiting pacing impedance measurements of greater than 2000 ohms, and oversensed noise on the rv rate/sense channel. No adverse patient effects were reported as a result of these observations.

Manufacturer narrative:
A surgical revision procedure was performed, during which it was noted that the pace/sense pin of the rv lead had not been fully inserted into the back of the rv header port. The rv lead was tested with a pacing system analyzer (psa) and then reconnected to the device header, resulting in normal diagnostic measurements. Additionally, the device's atrial blanking period was reprogrammed to mitigate far-field oversensing that had been occurring on the patient's competitive right atrial (ra) lead. Available information suggests that these products remain in service. This event will be updated if any additional information becomes available. Additional information was received, indicating that several cases involving competitive right atrial (ra) lead insertion difficulty and boston scientific devices were observed during implant procedures at this same facility. No details about these cases were provided. This event will be updated if any additional information becomes available.